Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high, out-of-range (oor) shock lead impedance measurement of greater than 125 ohms, that was detected via the patient monitoring system. This rv lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating that high out of range shock impedance measurements continue to be observed on this rv lead. Additional information was unable to be obtained. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).